Event description:
Dr. - surgeon - said that a one inch piece of the drain allegedly broke off during removal and remains in the knee. The piece is in a location where it can not be removed by arthroscopy.

Manufacturer narrative:
Device was not returned for evaluation. Medwatch is being submitted to the FDA in accordance with the FDA alternative reporting agreement for events of this nature.